Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV, confirmed via ultrasound. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
(B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV, confirmed via ultrasound. Device remains implanted.